Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. No sample will be returned for evaluation.

Event description:
It was reported that during insertion in the ICU, after placement of the sheath to the patient, blood flow-back was confirmed and the blood flow-back would not stop. As a result, the sheath was removed and replaced with a new one. There was no reported delay, death, or complications to the patient as a result of this occurrence. The actual complaint device was discarded in the hospital due to the patient's infection. Therefore, there's no sample to be returned.